Event description:
Information was received indicating that immediately following placement of a smiths medical portex® uniperc® adjustable tracheostomy tube, inability to ventilate the patient was observed. It was reported that the tube was leaking due to the non-waterproof balloon. Subsequently the trach tube was changed out with another model. The patient recovered with no further adverse effects.